Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Device broke during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one of the zipfix bands gave way post flush cutting the band after giving adequate tension through the zipfix tensioning device. The band was retrieved and discarded. Since steel wire were used at the manubrium and xihipisternum along with other zipfix band no further intervention was done. It was noted there was a fifteen (15) minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 08.501.001.05s, synthes lot number: l457810: release to warehouse date: 21.aug.2017, expiry date: 01.aug.2022, manufacturing site: (B)(4), supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that after flush cutting and inspecting the closure the zipfix slipped off from the cut end. Since it was used in conjunction with steel wires the wound was closed without reopening the sternum. Patient outcome reported as normal.